Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was not confirmed. Fse reviewed error logs and made electrical and mechanical adjustments to correct the reported event. The system was tested and verified as ready for use. The complaint was not confirmed based on the field evaluation. The missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Field e4 is blank because it is unknown if the initial reporter submitted a report to the FDA. Fields g5 and g7 are not applicable. Field h10 is blank as there are no related report numbers.

Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, the customer was unable to move universal surgical manipulator (usm) 1. Technical support engineer (tse) walked customer through hard shutdown, and the system performed calibration but "da vinci is ready" was not heard. Tse checked error logs and noticed that the surgeon side console (ssc)1 is falling the gravity/homing test on mtmr. Tse asked her to confirm if they saw any message on the screen and they saw the error. Tse walked through removing this ssc and continuing the case with one console. The procedure was continued as planned with no reported injury.